Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the base. A piece measuring approximately 0.440" x 0.088" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the front end of the harmonic ace instrument fractured and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.